Manufacturer narrative:
The complaint device is not being returned, therefore, unavailable for a physical evaluation. The reported condition could not be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 2 other dissimilar complaints and 1 other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
At 5 months after surgery, the patient started to feel some pain. The surgeon ordered a magnetic resonance and he could see that the implant was broken. The patient had to be operated on again to extract the broken piece of the implant. The following additional information was received via email from our affiliate on july 1, 2015; the original surgery was an acl reconstruction procedure performed on december 2, 2014. A surgical procedure was performed on (B)(6) 2015 to remove a broken cross pin, which was discarded by the customer.

Event description:
Five months after surgery, the patient started to feel some pain. The surgeon ordered a magnetic resonance and he could see that the implant was broken. The patient had to be operated on again to extract the broken piece of the implant.the following additional information was received via email from our affiliate on july 1, 2015; the original surgery was an acl reconstruction procedure performed on (B)(6) 2014. A surgical procedure was performed on (B)(6) 2015 to remove a broken cross pin, which was discarded by the customer.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.